Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had an episode of ventricular fibrillation (vf) that was suspected to have been caused by a ventricular pace on a t-wave. The device delivered a shock to convert the arrhythmia. The company representative noted that the device mode was rhythmiq, however, further review of the stored episode noted the device was in ddd with av search plus hysteresis of 350 milliseconds (ms) at the onset of the arrhythmia. The company representative noted that due to the device function being the likely cause of the episode, the physician opted to reprogram the device to aai. The company representative sent reached out to technical services (ts) to inquire about functions in aai. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.